Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while disconnecting the unspecified bd IV tubing that there was leakage verbatim: the following was obtained during clinical assessment. Bd rep observed that during disconnecting hd chemo IV tubing there was leakage.